Event description:
The customer reported that on (B)(6) 2011 erroneously low calcium (calc) results were generated on a unicel dxc 600 synchron system for an unknown patient samples. Actual sample results were not provided by the customer. Upon repeat, the calc result was higher, near historical patient means, regarded as valid, and reported outside of the laboratory. The erroneous calc results were not released from the laboratory. There was no deaths, serious injuries or changes to patient treatment associated or attributed to this event. The customer had indicated that there were prior similar issues with the instrument however no details were provided regarding these prior events. Instrument assay quality control results were within customer established specifications at the timeframe of the event. No patient specific information, sample collection/handling information, or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the calc tip and electrode and cleaned the port. The instrument was returned into service after the necessary and verified repairs had been completed.